Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the sheath was inserted and as the dilator was removed from the sheath, the orange cap near the sheath valve came off. The customer replaced it with a sheath from another insertion kit of the same model and size iab. They connected to the cardiosave intra-aortic balloon pump (iabp), but the iabp generated a fiber optic sensor failure message. They then connected to a cs300 iabp, and the waveform was displayed normally. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath and sheath hub cap was returned intact without any abnormities. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately cm and 73.4cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a